Manufacturer narrative:
The complaint could be confirmed, since the product was returned for evaluation and matches the alleged failure. The device inspection revealed the following: the investigation was carried out in collaboration with r&d mechanical engineering, you will find our explanation below: visual examination of the received products shows that three (3) of the received wire bolts were, that the deformation visible at the washer of the wire bolts are not quit strong as it should be (yellow marking), this is a clear indication that the wire bolt wasn¿t tightened enough. Furthermore, it is not possible to determine the exact position at which and where the parts were attached to the 3 wires. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on investigation, the root cause was attributed to a use related issue. The failure was caused most likely by to much force. If more information is provided, the case will be reassessed.

Event description:
It was reported that there were 3 wire breakages. After conclusion of the investigation, it was noted that there was a clear indication that the wire bolt wasn¿t tightened enough.